Manufacturer narrative:
Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Brand name: sur-fit natura stomahesive flexible skin barrier w/ flange w/tan tape collar and cut-to-fit opening.

Event description:
The patient reported he has developed a "raw, red" rash under the tape border of the device. The rash has persisted for approximately 2 months. The patient also reported he has been using this product for approximately 10 years with no issues. The patient discontinued use of the device.